Event description:
It was reported that intermittent occlusion alarms occurred. On (B)(6) 2025 the customer went to the emergency room and was subsequently hospitalized with a bg level of 500 mg/dl. The customer received intravenous fluids of saline and insulin to address the elevated bg. Treatment resolved the issue without causing any permanent damage. Customer was discharged on (B)(6) 2025. The customer resolved the occlusions by changing the infusion set and cartridge and resuming insulin.